Manufacturer narrative:
Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The fiber is broken within the outer flow tubing at open end. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks, and signs of melting. The fiber ID label is missing. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the return device revealed a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, and a fiber break within the outer flow tubing at open end. Based on the device analysis, the potential for forward firing may exist. There were no patient complications reported due to this event.